Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure the electronic patient gas system (epgs) had a broken water trap. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the water trap. Release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per the field service representative (fsr) the water trap was broken by the schrader valve and there were damaged threads.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.